Manufacturer narrative:
A visual evaluation found that the peg tube had not been fully assembled prior to being packaged. The tubing of the peg was found to be cut at an angle and inner and outer rings were assembled to the peg tube. The tubing had not been further processed and was missing the cut and assemble steps which included attachment of the dilating tip with loop wire. A tear was found at the bond between the internal bolster and the tubing. Device appears to have been molded properly. The returned unit was consistent with the complaint incident that the device was defective. Therefore, the most probable root cause is manufacturing. A review of the device history record was performed for lot 13545676 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13545676.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during preparation upon opening the package, the cone shaped pull wire on the end of the g-tube was missing and there was a hole located where the bolster meets the tubing. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during preparation upon opening the package, the cone shaped pull wire on the end of the g-tube was missing and there was a hole located where the bolster meets the tubing. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.